Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a suture break occurred. The sutures of two additional proglide devices were successfully pre-placed using the preclose technique. During the aaa procedure, the sheath was upsized to 9fr then to a 17fr sheath. After the aaa procedure, the successfully pre-placed sutures of two proglide devices were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The suture was returned outside the device and its pre-tied knot was properly formed. The rail suture end had been cut with the device cutter. The reported suture detachment was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.